Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed brown spots on the drip chamber. The spots were determined to be embedded degraded material. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set had brown spots in its tubing. This was noted before use. There was no patient involvement. No additional information is available.